Event description:
During preparation for intra-aortic balloon (iab) insertion, the fiber optic component used for measuring patient pressure was not recognized by the iab console. A fluid transduced pressure monitor was used in place of the fiber optic transducer (the iab catheter is equipped with both modes of pressure monitoring). Attending physician was notified and decided to continue with procedure using the fluid transduced pressure monitor only. Insertion of iab catheter proceeded without any further incidence.